Manufacturer narrative:
The customer reported that their central nurse's station (cns) lost power after a generator test. No harm or injury was reported. Attempt #1: on 08/09/2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #2: on 08/12/2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #3: on 08/18/2021 called customer via the provided telephone number for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) lost power after a generator test. No harm or injury was reported.